Event description:
It was reported that the left ventricular lead exhibited high capture thresholds. The patient experienced diaphragmatic stimulation. The lead was capped on (B)(6) 2017. The issue of diaphragmatic stimulation was resolved with the capped lead. The patient was stable before, during and post procedure.